Manufacturer narrative:
The subject device has not been returned to omsc but was evaluated at olympus (B)(4). Olympus (B)(4) checked the subject device. When it was found the dirt inside the light guide lens, it was also found the crack inside the light guide lens. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at olympus (B)(4), it was found the dirt inside the light guide lens of the subject device.there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on the report of olympus india and a trace of physical stress which the crack was inside the light guide lens, omsc surmised there was the possibility this phenomenon was attributed to the gap creation in the light guide lens adhesive part due to physical stress/chemical stress/storage environment/aging deterioration. If additional information becomes available, this report will be supplemented.